Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed generated if minute event is not received from motor processor or the sw watchdog task is not running properly. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer is unable to complete pump rewind. Troubleshooting was performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with a no motor movement alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify generated if minute event is not received from motor processor or the sw watchdog task is not running properly alarms due to no motor movement alarms.